Manufacturer narrative:
Product ID: 3487a-33, lot# v081131, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v093277, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v093277, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v081131, implanted: (B)(6) 2008 product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient was having a device replacement. The reason for the replacement was unknown but a manufacturer representative thought that the patient may have gone into overdischarge several times. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.